Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unknown. It was reported post stent graft implantation the stent graft migrated. The cause of the migration was due to expansion of the aortic neck from disease progression. The physician intends to treat the patient at a later date with another manufacturer's aortic cuff. The patient was reported to be fine and no additional clinical sequelae have been reported.